Manufacturer narrative:
Integra has completed their internal investigation on 07/23/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on 12/03/12. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Service history: date of service: 5/21/2014. No manufacturing or design related trend has been identified. In summary: this device was sent in for incident/slippage - no mention of broken locking knob. As such this device was inspected for slippage (device passed all functional requirements however general maintenance is required device manufactured in 2012 and last serviced in 2014) and serviced back to full working order.

Event description:
The patient's head moved in the clamp. The patient was in the prone position. There was no injury reported to the patient. It was reported that in checking/testing the clamp after the case, the locking knob may have broken. Additional information has been requested.